Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the tip on the white plastic sheath/trocar which covers the helical passer broke while is use. It was reported that the device will be returned.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2016 and the mesh was implanted. During the procedure, in the first attempt the tip of the left needle broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information was requested and the following was received: please confirm that the white plastic sheath tip was retrieved and removed from the patient's cavity: it was retrieved.